Manufacturer narrative:
Date rec'd by MFR: 09jul2019. It was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2019-00284 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen fault. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.